Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen has a dead spot over 'standby'; crosshairs jump up while scanning the bottom of the screen. The customer reported patient involvement and no patient harm.